Event description:
The customer reported that she bolused for her dinner and when she checked her glucose level, it was 475mg/dl. The customer removed the cannula and it was bent, but the device did not alarm no delivery. The caller declined to perform the high pressure test as she does not want to ruin her current infusion set. Advised the customer to call back when she changes the infusion set to perform the high pressure test. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.